Event description:
Information received indicates the valve was retrieved due to cuspal tears and central regurgition. Endocarditis suspected by the surgeon. Product inspection at explant noted cuspal stiffening. The device was replaced with no patient complication reported.